Event description:
It was reported that the surgery stool is still able to move after the brakes have been engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.